Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents. It was reported that at the completions of the deliveries, approximately 90 minutes after the deliveries had been initiated, leakage at the connections of the tubing sets and the catheters were noted. The volume of solutions that leaked was not specified. It was reported that the deliveries were complete; therefore, the tubing sets were not replaced. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. (B)(4).